Event description:
It was reported that the customer was having an external ram error alarm and an unexpected restart alarm on the insulin pump. Customer's blood glucose level was 100 mg/dl. Customer stated that the alarm occurs every time she changes her battery, and she has received 2 battery cap replacements, but the issue keeps recurring. Customer stated that the temp basal was not programmed before the alarm occurred. Pump was not stored or not in use for an extended period of time. It was explained that the pump experienced an unexpected restart. Customer was advised to monitor the pump. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.